Manufacturer narrative:
One device was received for evaluation. Functional testing was unable to duplicate the reported problem; however, the air detector was not working. The air detector was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device displayed an air alarm and repeatedly drew air during flushing. There was no reported patient involvement.